Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No display anomaly was noted. The insulin pump passed the functional tests. However, the device was received with a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer called to report the insulin pump alarmed for button error during the bolus process. Blood glucose reading was 226 mg/dl. The customer stated her blood glucose was elevated yesterday even though she did not eat. Advised that the insulin pump will be replaced. Nothing further reported.